Event description:
On (B)(6) 2025, a patient (pt) in chile sent an email reporting a diagnosis of corneal ulcer in the right eye (od) while wearing an acuvue® oasys® brand contact lens (cl). The pt reported eye discomfort and increased ¿eye sensitivity,¿ then consulted an ophthalmologist (date not provided) who diagnosed the od corneal ulcer. No additional information was provided. No telephone contact information was provided. On 14oct2025, 15oct2025 and 16oct2025 additional information was requested from the pt by email, but nothing additional has been received. This od corneal ulcer event will be submitted as a worst-case as we have been unable to verify the diagnosis and treatment with the treating eye care professional (ecp). The date of event will be reported as 01oct2025 as the exact date of event is unknown. The suspect lot number is unknown. It is unknown if the od suspect cl is available for return for evaluation. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.